Event description:
Pt alleged fell from the back of a companion style wheel chair as the back section (back support braces) cleanly broke off from both (push handles) of the companion style wheelchair. The alleged first treatment was an ice pack to the back of the pt's head. Followed by transportation to the hospital emergency department for further f/u.